Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported an insulin flow blocked alarm, and a frozen display. The customer reported a blood glucose value of 15 mmol/l. The customer was treated with a pen and pump. The event involved product(s) mmt-1885. Troubleshooting was performed. The customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. No product return is required for mmt-1885.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The thump was utilized and downloaded trace/history files properly. On the event date of 17-jun-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 14.15 u and dailytotalofbolusinsulindelivered = 36.425 u which is equal to the dailytotalofallinsulindelivered = 50.575 u. All bolus/basal were delivered in auto mode/manual mode. In further analysis of the pump history found insulin flow blocked alarm/no delivery alarm 2 days prior to the event date of 17-jun-2025 in the formatted history file. Multiple no delivery alarm/insulin flow blocked alarm were found on 06/16/2025 08:12:35.000 and 06/17/2025 from 09:50:04.000 until 10:50:01.000 during bolus deliveries. Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (23.3 mv). The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay and scratched case during the visual inspection. In summary, pump passed all required testing. Unable to verify customer alleged for high bg. Customer alleged for no delivery alarm/insulin flow blocked alarm and frozen screen was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.